Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. However, the insulin pump was received with corroded battery tube. No failed battery test noted. No reset of time and date noted. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, cracked case at reservoir tube window corners, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump resets itself without warning. The customer's blood glucose level was unknown. The customer stated that the time and date needed setting, while the rest of the settings were saved. The customer stated that after replacing the battery, the pump turned on again but continued to reset itself. The customer stated that the battery needed to be inserted more than once. The customer stated that the brand new batteries showed "failed battery test". The customer will be sent a replacement pump.